Event description:
(B)(4). It was reported that post a stenting treatment procedure, angina and vessel occlusion occurred. In (B)(6) 2008, the patient was diagnosed with stable angina (ccs class -2) and cardiac catheterization was recommended. The 75% stenosed, 12mm x 3.00mm target lesion was located in the mid left anterior descending artery (lad). The target lesion was treated with pre-dilatation and placement of a 3.00 x 20 mm study stent. Following the post-dilatation residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with progressive angina and cardiac catheterization was recommended. Three days later the patient was hospitalized. The 65% to 70% proximal stenosis in the proximal lad was treated with a placement of a 2.5 x 16 mm non-bsc stent overlapping the proximal end of the patent study stent. Following the post-dilatation residual stenosis was 0%. The next day, the event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).